Event description:
(B)(6) pt, was diagnosed with anaplastic lymphoma from a breast implant on (B)(6) 2012 at (B)(6) by dr. (B)(6), hematology. Dr. (B)(6), lung. Pathologists: (B)(6). Prior to anaplastic lymphoma diagnosis, while waiting for final read of the pathology report and further testing (stains), pt was put into ICU and hooked up to a ventilator. Pt almost died. Diagnosis was prolonged due to first thinking that it was breast cancer come back and spread to the lung. However, after the biopsy was done on the chest wall mass, it came back as not breast cancer or lung cancer spread. Symptoms were: skin rash near affected lymph node in chest wall and near breast tissue where mass was found. Shooting pains in through the implant, shortness of breath from pleural effusion on the side where the implant is, acid reflux and anxiety. Rash was first symptom and showed itself on or around mid (B)(6) 2012. Dermatologist treated with cortisone cream and it went away. All other symptoms began last week of (B)(6) 2012 and landed pt into emergency at (B)(6) hospital on saturday (B)(6) 2012. Emergency room visit, CT chest scan performed (B)(6) 2012 found the following: "left upper lung 2.5 cm greatest diameter spiculated mass, suspicious for malignancy bilateral pleural perfusion, right side greater than left superior mediastinal and right internal mammary lymphadenopathy, suspicious for malignancy." Pt had breast cancer 30 years ago, and a mastectomy followed by reconstruction surgery with a breast implant on the right side only. Through the 30 years she had 5 different breast implants, all of which were saline except one silicone 25 years ago (was only in for 1 year). Last implant was put in on (B)(6) 2009 by dr. (B)(6) due to an infection. Implant manufacturer: mentor breast implant size: 475 c-c final fill volume: 505 cc. Pt had first half dose of chemotherapy on thursday (B)(6) 2012 and first full dose of chemotherapy on monday, (B)(6) 2012 out of (B)(6). Daughter (B)(6) is handling her mother's care and can be contacted with any questions at (B)(6). (B)(6) would be happy to answer any questions, talk about symptoms or help in any way that she can to spread the word about the link between breast implants and anaplastic lymphoma.